Event description:
It was reported that the bd needle 18x1-1/2 rb tw was clogged/blocked. The following information was provided by the initial reporter translated from french to english: the needle seems to be blocked incident occur - during use -device concerned: bd microlance 3 reference 303262 -batch number and pdd: 231201 exp 11/2028 when preparing a kcl solution, the nurse took 2g of kcl into a glass ampoule using a 5ml syringe. When re-injecting the product into a 500ml nacl bag, the nurse was unable to inject the product because it was impossible for her to press the syringe. She was forced to take another needle and managed to inject the product into the nacl bag. This problem has arisen several times but the pharmacist have only been able to recover one needle so far. Internal comments the needle seems ton be blocked.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231201. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) sample needles were returned for evaluation by our quality team. One (1) needle appeared to be clogged with a transparent material identified as polyethylene, which may be the vial septum or membrane. Bd has investigated this type of clogging issue in the past with different analyses and fourier-transform infrared (ftir) spectroscopy performed. Past investigations have concluded that the clogged material was polyethylene (pe). Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. For needle material 303262, the cannula has a regular bevel, which means the angle of penetration should be from 45-60 degrees (which differs from short bevel cannulas). This angle of penetration minimizes the risk of coring. The second needle was clogged with a crystalline-white substance that was identified as medication. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Needles are regularly inspected for occlusion as part of the inspection process. Taking into account the preventive measures and controls in place during the manufacturing process, it is unlikely that the coring was caused by poor or insufficient de-burring of the cannula. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Please find attached the job aid ¿bd-110636 how to reduce coring with a sharp needle¿ which explains how the handling should be performed.